Event description:
Reportedly, after dilator was inserted to the sheath, a white unk material was found on the tip of the dilator. No pt complications were reported.

Manufacturer narrative:
Device not returned.